Manufacturer narrative:
The product development evaluation was performed and it stated that the plate is made from implant grade (B)(4), a commonly used material in plate forgings. The lateral distal fibula plates, the 2.7mm locking screws and the 3.5mm cortex screws were evaluated from a design perspective for their potential impact on this event. It is unlikely that the design was a contributing factor in any potential infection. As such, this complaint is determined to be invalid from a design perspective. The manufacturing evaluation was performed and it stated that the part was received with numerous surface scratches on the top surface, some of which continue into the spherical reliefs in head holes ¿ dlh3 and dlh5. There was also notable thread distortion in dlh5. The dlh4, ch4, and ch6 holes were discolored. On the bottom surface there was a deep gouge starting in dlh5 and extending towards the shaft. There were also pits seen near ch1 and near dlh5 on the bottom side, which might be the fixation points used to bend the head out of normal location towards the plate top surface. Inspection evaluation found no irregularities that would have caused or contributed to this condition. Based on this investigation, this complaint is deemed invalid. Placeholder.

Event description:
On (B)(6) 2013, patient underwent surgery to remove a distal fibula plate and 7 screws due to possible infection. Bacterial cultures were taken at the time of hardware removal and results are pending. It was reported that one screw broke during the removal process, all fragments were retrieved. The fracture was noted to be healed and therefore, no new hardware was implanted. This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the device history record determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition. Review of the raw material device history record determined that there were no irregularities that would have caused or contributed to this condition. Review of the respective raw material and finished product DHR files found no irregularities that would have caused or contributed to this condition.